Event description:
Patient was brought to the operating room (or) for a scheduled surgery. Anesthesiologist could not get the ventilator to deliver the prescribed tidal volumes. After multiple checks on the ventilator and circuit connections, the circuit tubing was changed. This intervention of changing the circuit allowed the prescribed volumes to be delivered to the patient. Meanwhile, the anesthesiologist was able to bag ventilate the patient to get desired tidal volumes. Manufacturer response for circuit, breathing (w connector, adaptor, y piece), medline industries, inc. (Per site reporter): other defective anesthesia circuits were returned to the field representative.